Manufacturer narrative:
Manufacturer ref no.: (B)(4). The initial manufacturer report stated the upstream sensor was re-calibrated. This was incorrect and has been updated. The upstream sensor was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was out of specification (low fluid numbers). It was determined that this failure caused the false upstream occlusion alarms and therefore, the upstream sensor was recalibrated to correct this condition. Additional information:(B)(4), low readings.

Event description:
During review of the event history log, it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.